Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure 199:117 was confirmed via the event history log. This condition was caused by depleted main batteries. The main batteries were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a failure code of 199:117. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.